Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) associated with this complaint and completed its investigation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint when the instrument was placed and driven on an in-house system. The instrument passed the recognition/engagement tests and moved intuitively with full range of motion in all directions. The vse grip opened/closed properly, the jaw ceramic dots were present and energy was delivered without any issues. The vse also passed an electrical continuity test. A review of instrument logs showed no failures. The jaw/electrode gap verification passed with the 0.004" shim. Additionally, the grip force test passed with the following results: straight - 6.41, yaw - 6.17 and pitch - 6.29. Fa noted the root cause was non-device related factors. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A log review was performed. Per the review, the following was confirmed: system serial - #(B)(4), event date - (B)(6) 2021, surgeon: (B)(6) and procedure name: benign hysterectomy. The following vessel sealer extend (vse) instruments were utilized - 480422-01: l91210602-0105 and l91210602-0112. There was no image or procedure video provided for review. This complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer extend (vse) instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported during a da vinci-assisted hysterectomy surgical procedure the vessel sealer extend (vse) was not sealing. The site swapped to a spare instrument and completed the procedure as planned with no report of patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the instrument was inspected before use and no issues were discovered. The vse did not work at all during the procedure and no errors were observed. At the time of the event, during the sealing sequence, a continuous audio signal was heard while pressing the pedal. Three fast audible tones were heard as expected when the seal cycle was completed. The tissue that was not fully sealed was never cut. The target tissue was the peritoneal. It was unknown if the tissue was under any type of tension or exposed to radiation or chemotherapy. No tissue effect was observed during the sealing cycle and the jaws did not come into contact with any objects. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing. The surgeon does not know what caused the reported issue and there is no photographic or video recording available of the procedure for review. The site swapped to spare instrument and completed the procedure as planned with no report of patient injury.